Event description:
It was reported that the minivision was advanced to treat a dissection, but it could not pass the calcified lesion and became stuck. The stent delivery system was retracted, but the stent dislodged and remained hung up on the calcification in the lesion. An attempt was made to cross the stent with a balloon, but it would not cross, os the pt was rushed to surgery. CABG was performed and the stent was reported to have been removed. No additional information was available.